Event description:
It was reported that prior to stent placement procedure via radial approach, the guidewire would not pass through and got stuck in the segment of the stent. Reportedly, attempts were made to insert another segment of the guide wire, still failed. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: a review of manufacturing records was not performed, as additional complaints have not been reported for this lot. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the stent delivery system was returned for evaluation. It was reported that the device was properly flushed prior to use and a device compatible hydrophilic guide wire was used. A device compatible guide wire could be advanced through the entire delivery system. The stent was found prematurely deployed by about 1 mm which was considered to be a consequence of the reported difficulties during the attempt to advance the delivery system over the guide wire. Based on the information available and the evaluation, the premature stent deployment is confirmed. However, the reported failure to advance the delivery system over the guide wire could not be reproduced. A definite root cause of the reported issue cannot be determined. Labeling review: in reviewing the relevant labeling it was found that the instructions for use sufficiently address the potential risks and contributing factors. With regards to device warning, the instructions for use states that 'visually inspect the bard e luminexx vascular stent to verify that the device has not been damaged due to shipping or improper storage. Regarding preparation of the device the instructions for use states that 'prior to loading the vascular system over a guide wire, both ports must be flushed with sterile saline (...). Flushing these lumens will also facilitate stent graft deployment. Continue flushing until saline drips from the distal tip of the catheter (d) after flushing each luer port'. Regarding accessories, the instructions for use states ´the bard s.a.f.e.r 6f delivery system requires a minimum 8f guiding catheter or a minimum 6f introducer sheath' also 'via the femoral route, insert a 0.035¿ (0.89 mm) guide wire under fluoroscopic guidance through the appropriate introducer sheath or guiding catheter and pass the lesion'. The packaging pictograms indicate an introducer size of 6f and a 0.035" guidewire. The instructions for use indicates that the e-luminexx stent is indicated for use in the iliac and femoral arteries. Based on reported information, the intended placement site for this stent was the venous system which represents off-label use. H10: d4 (expiry date: 04/2023). H11: h6 (result, conclusion).

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 04/2023).

Event description:
It was reported that prior to stent placement procedure via radial approach, the guidewire would not pass through and got stuck in the segment of the stent. Reportedly, attempts were made to insert another segment of the guide wire, still failed. There was no patient contact.